Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a colonoscopy to perform a polypectomy on a very large polyp. The esu was used with a boston scientific polypectomy snare (product no. M00562670). No information was provided regarding any other accessories used in the procedure. The reported settings were forced coag, effect 1, 15 watts and then increased to 18 watts as well as 24 watts. No cautery was reported to have occurred. More specifically, when attempting to remove the polyp, there was no tissue effect. A second unit was used with the same results. A perforation occurred and the patient returned to the facility the following day for further treatment.

Manufacturer narrative:
The esu was returned and thoroughly inspected/tested. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. A review of the device history record (DHR) revealed that the esu met specifications prior to its release by erbe USA. In conclusion, there were no issues with the esu that would have caused or contributed to the event. Most likely, there were many factors involved in the event. At this time, no determination could be made as to the cause of the incident. To further address the issue, additional in-servicing is being planned with the involved medical personnel. No trends have been identified and erbe USA, inc. Is now closing the file on this event.